Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 40 mg/dl and a "brachial plexus injury", their "arm is paralyzed", their "left arm was injured", and "there is permanent nerve damage"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital for "altered mental status" and was "comatose" for 3 days. Customer was treated with intravenous fluids; nature of fluids was not known, and pump was removed. Customer was discharged approximately 2 weeks later with the issue resolved. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended.